Manufacturer narrative:
G3: additional information noted rep was not aware of previously reported information. Thus the aware date was updated to reflect this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had gotten a battery change on (B)(6) 2020 due to normal battery depletion and they hadn¿t brought th eir programmer with them because the hospital had told them to bring nothing. The patient reported that they noticed on sunday ((B)(6) 2020) that they could turn the voltage up and down but it seemed like it went faster. The patient also mentioned that there was ¿stuff¿ missing on the screen. Patient services explained to the patient that they only had current access to their current setting and that they would be able to turn stimulation on an doff and increase/decrease stimulation but they wouldn¿t have access to other programs unless they had them added on. The patient reported that they had a 3 week follow up appointment on (B)(6) 2020. The patient was told to bring their programmer with them to the appointment and that they should call their health care physician (hcp) ahead of time to let them know that they needed the other programs added on so if the hcp didn¿t know how to do so and they wanted a manufacturer representative (rep) there they could request for a rep to be at the appointment. There were no further complications reported. Additional information was received. The patient reported that their previous implantable neurostimulator burst open on the last weekend in june and they received antibiotics. They saw their healthcare provider at their scheduled appointment on (B)(6) 2020 and they said on that wednesday they had surgery and the complete system was removed due to infection. The patient had the system completely removed and was treated with antibiotics. They said they just got the new system on (B)(6)2020. The patient reported they didn't bring their programmer with to the battery change and wasn't able to switch programs or see the program row. Reduced icon mode meaning was reviewed, the patient programmer was operating as intended.